Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the operating room after smooth induction and sheath insertion in the patient's internal jugular, immediately after the catheter was inserted and floating in place, a blood leak was noted. The leak was unanticipated as the introduction was without issue and was placed by an experienced doctor. Despite the leak, the catheter was not replaced but instead used to complete the procedure. There was no reported delay, death or complications to the patient as a result of this occurrence.